Event description:
It was reported that the generator automatically restarts, when started displaying an error code e433. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found display of error code e433 was due to failure of the generator board. Based on the results of the investigation, the most probable cause of the reported issue is traced to the device but unable to trace more specifically. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.